Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown screwdriver. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.

Event description:
It was reported that there was an attempt to lengthen a distal femoral growing prosthesis. The screwdriver broke during surgery. Caused surgery to be incomplete and be rescheduled.

Manufacturer narrative:
An event regarding a bent screwdriver tip involving a 2mm hex screwdriver for distal femoral growing prosthesis was reported. The event was confirmed. Method & results: -device evaluation and results: the driver failed through torsional loading in the un-locking direction. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: not performed as medical records were not provided for evaluation. -device history review: review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that cause of the bent screwdriver tip was caused by torsional loading in the un-locking direction. No material or manufacturing defects were observed on the surfaces examined.

Event description:
It was reported that there was an attempt to lengthen a distal femoral growing prosthesis. The screwdriver broke during surgery. Caused surgery to be incomplete and be rescheduled.